Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the hospital was testing the colibri ii loaner batteries in combination with their colibri hand pieces. During the test, it was noted three (3) colibri hand pieces stopped working intraoperatively, while being used with the colibri ii battery. A technical problem with the battery with serious effect on hand piece is suspected. This is 3 of 4 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Additional narrative: additional evaluation was performed. The report indicates the accompanying colibris were sent to our service department as well and as you have already been informed it is necessary to do a revision. The further procedure will be handled as a normal repair order. The articles comply with the specifications. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
(B)(4).